Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient's whole right side of the right leg he can't walk. . He said, it is like the right leg is dying. He can kind of get around with a cane. Patient got the device for the left side not the right. Patient never had pain on the right side. He said, the pain kind of started (gradually) on right side 4-5 months after the implant. The excruciating pain started about a week or so prior to the day of the call. It is like the same nerve but different leg. He said, he doesn't know if it shifted or if they implanted it almost makes him feel nauseous, and he wondered if the device could have ruptured. Patient went to the ER on saturday (B)(6). The doctor told him it wouldn't do any good to do an x-ray because he doesn't have one to compare it to. Patient had an appointment with the primary healthcare provided on (B)(6). Patient requested hcp listings near to them as it hurts too much to drive far. Patient stated that about a year ago, the ins started taking long time to recharge and was draining fast. Caller said the ins hasn't worked in about a year. It would take about 10 hours to charge and it would be dead within 3-4 hours. He said he misplaced the recharger and hasn't charged in a year. No further complications were reported/anticipated.